Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no flow was observed with a secondary med set. The reporter stated that when the nurse entered a patient's room they found that a bag of vancomycin was still full even though it had been set up correctly. The issue was resolved by changing the set. There was no patient injury or medical intervention associated with this event. No additional information is available.